Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of instruments it was noticed that some were worn and broken. The screwdriver has corners that were rounded, the holding sleeves were worn, and the tip of the straight tip driver appeared to have a piece that sheared off. There was no patient involvement. This is report 3 of 4 for (B)(4). This report is for 2 of 2 holding sleeve.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported device 03.632.036 and similar device 03.632.001 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides (reference #j9698-d, j9699-d and j9700-d) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part 03.632.036 (lot #6512081); it is confirmed that the distal tip shows significant damage to the male threads on the distal tip. Half of the first two threads are broke off. The top level of tabulated drawing (03_632_001+_036 rev j) was reviewed. Dcos 10021253 and 10022121 resulted from CAPA 3909. These changes were performed to address the hazard of this complaint for reducing the occurrence. The outer sleeve changed from radel to titanium and the assembly added a peek bushing in dcos 10021253 and 10022121; the received instrument was made prior these changes. In conclusion, the worn out condition is not confirmed as the distal threaded tip was received broken off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported the holding sleeve was worn, is has been reported the distal tip was broken off not worn.